Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 474 mg/dl. The customer treated with manual injections and the pump. Customer's blood glucose value was 468 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump failed high pressure test. The product was returned for analysis.